Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 01-mar-2016 replaced old type pmd1 and pmd2 in order to upgrade. Replaced pm 121 due to noises. Adjusted eki vr1 to the low side of the reference range lq ad 725 in order to stop error 2066 false detecton of specimen. Ran 60 controls without an error. The most probable cause of the reported event was a failure of pmd1, pmd2 boards and of pm121.

Event description:
On (B)(6) 2016 the customer reported still tip detach errors with their aia-2000 analyzer. Customer reported recent service for same issues, still tip detach, asking for call from the fse. The customer is unable to run afp bhcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.